Manufacturer narrative:
The device was not returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the auto brightness was not working on the visera 4k uhd xenon light source. The light had to be manually dimmed in order to make out the image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was unclear if troubleshooting was performed after the customer was advised, and there was no response since then. Thus, the cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.